Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the foot spring the left side will go down but the right side will not. The foot spring was bent and not a manufacturing defect.